Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found that in artemis, the 32056-error coupled with multiple 1173 errors with p1=4, p1=1, p1=2 values were found indicating a i2c device error and a searchlight diagnostics error on the axes controller arm (aca) printed circuit assembly (pca). Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where no errors related to the reported event occurred. The unit was then installed onto an in-house patient side cart (psc) fixture test platform (pftp) where no errors related to event occurred. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to a start of a da vinci-assisted surgical procedure, the customer could not pair to the table. The (isi) technical support engineer (tse) found the system had error 32056 on universal surgical manipulator (usm)1 and disabled it by user in the logs. The tse explained this case, but issue still persisted after emergency power off (epo) cycle. The customer would decide to use the system or not after call back from field service engineer (fse). Isi followed up with the initial reporter and obtained the following additional information: the procedure was aborted, then it was performed robotically (da vinci) on the other day.